Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: during testing, it was observed that the battery compartment was cracked and there was visible moisture behind the display lens. Unrelated to these issues, it was observed that the audio bolus button cover was missing therefore the investigation was unable to test it. A leak test was performed and failed due to the missing audio bolus button cover. When the pump was opened there was moisture corrosion found on the printed circuit board (pcb). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture behind the display lens. This report is made based on results of investigation completed on 07/11/2016.